Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pocket was ischemic. The managing physician initially planned to move the device pocket to the opposite side of the pt's body, and place a new catheter "higher". The physician, however, changed their plan, and had explanted all products due to concern over skin breakdown and potential infection. The decision was made to not re-implant at this time. The pt was without injury, and had recovered from the explant procedure without sequelae. The drug used in the pump at the time of the event was lioresal.